Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/19/2017 with the following findings: moisture was observed in the battery compartment. The battery compartment was cracked below grip pad to the case seal. A leak was found in the battery compartment. The pump was opened, to find no moisture. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and there was moisture. This report is made based on results of investigation completed on 10/19/2017.